Event description:
It was reported that a patient came in with pain. X-rays were taken and it was observed that the implant has been broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding neck fracture involving an exeter v40 stem was reported. The event was confirmed. The exeter stem is broken at the neck site, at approximately 01mm from the head. The femoral head is still attached to the trunion. The stem is deformed at the section site. A hole and scratches have been made on the internal face of the shoulder during the explantation. The material analysis report concluded that ¿the neck of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. Surface defects, consistent with machine marks are near the fracture location. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material defects were seen on the parts examined.¿ medical records received and evaluation: root cause for neck fracture was an overload condition in the bearing area as caused by cup position with low inclination and almost absent anteversion in combination with an elongated right leg. Such a cup position would further predispose to impingement further aggravating the overload condition. The cup liner explant has clear signs of rim damage that would be very compatible with such impingement. Because both implant choice and positioning are under complete control of the surgeon, the root cause of this pi case is procedure-related. Device-related factors were excluded with the materials analysis and as such the current failure scenario as discussed provides a plausible explanation for all facts and events having lead to a revision procedure some 5½-years after arthroplasty. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has been (B)(4) other complaint reported for the lot code in 2008. The device was not returned and the event could not be confirmed. The investigation concluded that the root cause of this exeter stem fracture was an overload condition in the bearing area as caused by cup position with low inclination and almost absent anteversion in combination with an elongated right leg.

Event description:
It was reported that a patient came in with pain. X-rays were taken and it was observed that the implant has been broken.